Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in her lower back') in a female patient who had essure (batch no. 619620) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced palpitations ("palpitations"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), insomnia ("sleeplessness"), listless ("listless / just no spark / was very listless"), fatigue ("much too tired"), feeling abnormal ("feeling like cotton in her head"), disturbance in attention ("could not concentrate well"), mood altered ("many mood changes") and depression ("depressed actually"). The patient was treated with surgery (essure remobval). Essure was removed in 2016. At the time of the report, the back pain, palpitations, insomnia, listless, fatigue, feeling abnormal, disturbance in attention, mood altered and depression outcome was unknown. The reporter considered back pain, depression, disturbance in attention, fatigue, feeling abnormal, insomnia, listless, mood altered and palpitations to be related to essure. The reporter commented: her symptoms did not begin right after the placement, because it was placed in 2009 and the first symptoms actually began in 2010 (palpitations). At a certain point, her symptoms kept getting worse and worse and she had more and more symptoms. That was really awful, because there were a lot of things she could not do any more. Due to lower back pain, she could not move very well any more, she often did not join in going out with the family. Actually, she was not doing much any more together with the family because she just really could not do all that much any more. Patient reported she suffered damages. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review this report was detected to be a duplicate to record # (B)(4) (event 'injury' non-serious incident) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: reporter 'lawyer' was added, consumer additional name variant was added (also initials abbreviated). Essure batch no. 619620 was added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patients reports she suffer damages. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of back pain ('pain in her lower back'). In a female patient who had essure (batch no. 619620) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On 2010, the patient experienced palpitations ("palpitations"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), insomnia ("sleeplessness"), listless ("listless/just no spark/was very listless"), fatigue ("much too tired"), feeling abnormal ("feeling like cotton in her head"), disturbance in attention ("could not concentrate well"), mood altered ("many mood changes") and depression ("depressed actually"). The patient was treated with surgery (essure removal). Essure was removed in 2016. At the time of the report, the back pain, palpitations, insomnia, listless, fatigue, feeling abnormal, disturbance in attention, mood altered and depression outcome was unknown. The reporter considered back pain, depression, disturbance in attention, fatigue, feeling abnormal, insomnia, listless, mood altered and palpitations to be related to essure. The reporter commented: her symptoms did not begin right after the placement, because it was placed in 2009. And the first symptoms actually began in 2010 (palpitations). At a certain point, her symptoms kept getting worse and worse and she had more and more symptoms. That was really awful, because there were a lot of things she could not do any more. Due to lower back pain, she could not move very well any more. She often did not join in going out with the family. Actually, she was not doing much any more together with the family, because she just really could not do all that much any more. Patient reported she suffered damages. Lot number#: 619620, manufacturing date: 2009/02, expiration date: 2012/02. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('pain in her lower back') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced palpitations ("palpitations"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), insomnia ("sleeplessness"), listless ("listless / just no spark / was very listless"), fatigue ("much too tired"), feeling abnormal ("feeling like cotton in her head"), disturbance in attention ("could not concentrate well"), mood altered ("many mood changes") and depression ("depressed actually"). The patient was treated with surgery (essure removal). Essure was removed in 2016. At the time of the report, the back pain, palpitations, insomnia, listless, fatigue, feeling abnormal, disturbance in attention, mood altered and depression outcome was unknown. The reporter considered back pain, depression, disturbance in attention, fatigue, feeling abnormal, insomnia, listless, mood altered and palpitations to be related to essure. The reporter commented: her symptoms did not begin right after the placement, because it was placed in 2009 and the first symptoms actually began in 2010 (palpitations). At a certain point, her symptoms kept getting worse and worse and she had more and more symptoms. That was really awful, because there were a lot of things she could not do any more. Due to lower back pain, she could not move very well any more, she often did not join in going out with the family. Actually, she was not doing much any more together with the family because she just really could not do all that much any more. Patient reported she suffered damages. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: removal date was provided and the events palpitations, sleeplessness, listless, fatigue, feeling abnormal, disturbance in attention, mood altered, depression and back pain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patients reports she suffer damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.